Event description:
End user reports while he was outside in his yard, he attempted to burn brush while seated in his power wheelchair and accidentally burned himself and the power wheelchair when he poured gasoline on the fire. End user reports not wearing the seat belt.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. End user was not exercising caution and consideration for personal safety, as warned in the owner's manual. The end user reports he was pouring gas on the brush.